Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, patient experienced their left side gums being cut by the aligners. Patient examined by their dentist and the dentist found that the aligners caused cutting of the gum on 3 of their bottom teeth that could be irreversible. Dentist advised patient to stop wearing the aligners due to the irreversible damage.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.